Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) contacted technical support for assistance regarding a fresenius liberty select cycler that was showing the last bag not detected message during use. The pdrn stated that the patient using the cycler was currently in the hospital. Due diligence attempts were exhausted, but additional information was not provided. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Clinical investigation: the reported information, which included a report that the patient was hospitalized was reviewed. During a call for an operational question on (B)(6) 2018, this patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient was currently hospitalized (unspecified). There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. Multiple attempts were made to obtain additional information without any response.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.